Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The five other perclose proglide devices are filed under a separate medwatch MFR number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using six proglide devices after an unspecified procedure. Reportedly, "the threads came out and failed to deploy". Hemostasis was achieved using a starclose se device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Sterile, unused proglide devices were returned with no damage noted and functional testing was performed successfully.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that suture placement was attempted in a moderately calcified common femoral artery with six proglide devices, via a 5f sheath, using the preclose technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with the six proglide devices. A prostar xl device was deployed without issue. The sheath was upsized to 8f and the evar procedure was completed. Hemostasis was achieved using the prostar xl device (not a starclose se as previously reported). There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.